Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 0184, competitor implantable tachy lead, (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation was melted, the distal end had body tissue/fibrotic growth, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix was distorted by being pulled/stretched/overstressed, and the lead had apparent explant damage. The analyst also noted that helix extension/retraction/length testing could not be performed since the lead was returned in segments. The lead was returned with tissue/fibrotic growth on the helix. After the tissue was removed, it was observed that the helix was stretched likely due to explant damage. Product performance information was also received and analyzed. No anomalies were found.

Event description:
It was reported that the right atrial lead had dislodged as the threshold had increased to maximum output. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial lead had dislodged as the threshold had increased to maximum output. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.